Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the audio on the device was not beeping when it should. It was confirmed with the customer that no sound was being emitted from the monitor. There was no report of pt impact.